Event description:
Boston scientific received information that this right atrial lead was dislodged and the physician was unable to retract the helix upon an attempt to reposition the lead. This lead was explanted and a new ra lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Cuttings in the insulation and deformations of the conductor coil were found which occurred most likely in the course of the explant procedure. Blood penetrated the lead in the cut areas. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, coagulated blood was found along the inner coil of the lead, which was introduced most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.